Event description:
Info received indicates, the bed will not send a nurse call.

Manufacturer narrative:
The tech replaced the communication cable to repair the bed. There was no visual damage to the cable or connectors.